Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for the cut on the probe or missing forceps elevator adhesive. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure of the probe and adhesive. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a cut on the pink probe and missing forceps elevator adhesive around the forceps cover. There was no patient involvement.